Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. Electrical testing was performed at various pulse amplitudes and the current level is within normal range of operation and no indication of premature depletion was observed. A longevity assessment was performed; the device exceeded projected longevity and was considered to be normal battery depletion.